Event description:
An (B)(6) male patient's wife contacted zoll customer support to report that the battery charger was flickering and there were red lights. The patient was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (flickering / rd lights) had been confirmed. As received, the charger would not charge. Upon evaluation, the power supply connector was damaged. The cause of the flickering, red lights, and inability to charge is the damaged power supply connector. The root cause of the damaged power supply connector cannot be positively identified. No adverse event resulted from the defective power supply. The patient was issued a replacement battery charger.